Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix was gyrated to adjust the position of the ra lead, however, the angiography showed the helix rotated approximately 30 times before it retracted. The lead was explanted and it took 30 turns to unscrew the helix and 60 turns to screw-in the helix. It was noted prior to the procedure, the lead helix was able to extend and retract with four to six rotations and the physician suspected that the lead was "with some problem," so the physician replaced the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were extrinsically damaged. It was noted the lead was returned with the helix fully extended and lead distal end, the controlled release device, was deformed. The analyst commented the helix was able to be extended/retracted; however, the helix rotation turns was out of specification and the deform of the controlled release device was related to the rotation complaints. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.